Event description:
Boston scientific received information that during a routine follow up, this right ventricular (rv) lead revealed sensing issues. An rv lead fracture was suspected and a revision procedure was performed. During the revision the physician noted removal difficulties of this lead which prolonged the procedure and damaged the lead. The extended procedure caused the patient to be at high risk of infection; therefore the competitor right atrial (ra) lead and device were removed with the rv lead. No allegations were made against the device or ra lead. The products will not be returned to boston scientific as they were discarded at the hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
The abandoned lead was not returned to boston scientific therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.